Manufacturer narrative:
Month and year of event have been provided ,day is unknown, no information has been provided to date. One device and three photos returned for investigation. Physical evaluation and leak testing confirmed the customer complaint. Devices are leak tested and inflation tested during the manufacturing process. Due to this, root cause is determined to be related to a customer use issue. Device history review of reported lot number showed no non conformances during the manufacturing process.

Event description:
It was reported that while using the product, a cuff leak was observed. No patient injury, no additional information available.